Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation a ventilator inoperative alarm condition was observed. The device's motor blower, exhaust fan and power management board were replaced to address the issue. The device was tested and passed all final testing.